Manufacturer narrative:
Product analysis: analysis found that the knob was cracked. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the case and knob were broken. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the broken knob was still functional. If information is provided in the future, a supplemental report will be issued.